Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not received a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 350 mg/dl. The customer reported that the insulin pump was not functioning in the manner it was designed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.